Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The reported complication is post-operative or patient-specific factors that developed, resulting in the need for revision surgery due to trauma, rather than device performance or malfunction of the fibertak suture anchor. The most likely cause of the reported failure can be attributed to a patient-specific event.

Event description:
On 11/05/2025, a facility notification was received via email regarding the pmcf study, "arthrex anchor device." A facility representative reported that a patient underwent a procedure due to a meniscus deficiency. The name and date of the procedure were not provided. The healthcare provider (hcp) reported that fixation was not achieved successfully due to trauma and loosening of a fibertak suture anchor. The hcp mentioned that it is unknown if the complication is related to the device. The hcp also reported that the failure of fixation was treated through revision surgery. The date of the revision surgery was not provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.